Manufacturer narrative:
The investigation could not determine a specific root cause based on the limited information provided by the customer. Possible causes included the issues found by the field service representative or bubbles on the surface of the samples.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable low ldl-cholesterol results for three patient samples between (B)(6) 2013. Of the data provided for the three samples, only the results for one patient sample were discrepant and reported outside the laboratory. The initial result was 2 mg/dl and was reported outside the lab. The doctor questioned the result and the sample was repeated. The repeat result was 117 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The ldl reagent lot number was 67455601 with an expiration date of 08/31/2014. The field service representative determined the system was not using detergent 1 during cell washing due to leaking valve nipple. He replaced the packing washer on valve nipple. To verify the analyzer operation, he performed a cell wash to verify detergent usage and performed an instrument check successfully.